Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii  left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 was transferred to (B)(6) hospital. The patient was given 1gm IV dextran and transfused a total of 3 units of packed red blood cells. The patient was briefly on prednisone and folate. On (B)(6) 2020 the patient developed melena and shortness of breath and underwent a single balloon enteroscopy (sbe) colonoscopy which showed no identifiable source of bleeding. 2 polyps were seen in ascending colon and clipped. There was no further gi intervention. Hematology was consulted and the patient had a computer tomography (CT) scan of the chest, abdomen and pelvis. The patient was also referred to a hematologist for a bone marrow biopsy. At the time of the discharge, the precise etiology of the patient's anemia was not clear and likely multi-factorial pending outpatient hematology evaluation. Hemoglobin and hematocrit at time of discharge were 8.3 and 28.1.